Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down,and triggered a button alarm 22. Customer is unable to resume insulin delivery due to the button being stuck down. Customer had elevated blood glucose levels (approximately 450 mg/dl). Customer stated they have back up syringes for insulin therapy, and treated elevated blood glucose levels with back up method.